Event description:
Procedure: proximal esophagectomy/splenectomy distal pancreatectomy left adrenalectomy/diaphragm repair. According to the report: the plastic inserter tube broke away from the orvil half way down the esophagus leaving the anvil in the esophagus. A gastroscope was utilized with a snare to remove the orvil from the esophagus. A second and third orvil was inserted through the mouth down the esophagus. Eea stapler and orvil not connecting/engaging properly to accept a firm hold between stomach and esophagus. Both the second and third orvil retrieved by gastroscope and snare. When the orvil and stapler were tested away from field they did connect, but surgeon had issues inside the pt. The pt was very tiny and kyphotic. Surgeon stated that issues may have been end-user related. No tissue was sacrificed because of the problem. The surgery was extended by 2 hrs 45 mins. The pt recovered.

Manufacturer narrative:
Date initial report sent: 09/25/2009.